Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 31 mg/dl after having increased activity on a hot day. The family member stated that the patient was given a candy bar and mountain dew, and her bg resolved to 150 mg/dl. The family member reported receiving four loss of prime warnings at random following routine cartridge changes over the past several days. She confirmed that she was able to successfully deliver a 2-unit air bolus, and the issue resolved. The patient has continued to use the pump without further reported incident. This complaint is being reported because the patient reportedly experienced hypoglycemia while using the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms related to the complaint. The ''loss of prime'' warnings were not observed in the black box history. There was no data in the black box or download histories from the time of the reported loss of prime and reported low bg complaint due to continued patient use. The rewind, prime and load steps were successfully performed with no alarms. A loss of prime was induced and the pump gave the appropriate audible and visual alert. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no "loss of prime" that occurred during investigation.